Event description:
In 2007, I had smith and nephew's bhr put into me. At 6-8 months later, I complained to my surgeon and primary physician of back pain and flu like symptoms. My surgeon took xrays several different times, the xrays showed hip to be ok. My primary doctor sent me to a back doctor, he reported my back to be ok. The problem continued to get worse; I limped so bad I was using a cane to walk. In late 2009-2010, I got out of bed one night and my hip dislocated. I was rushed to the hospital by ambulance; the hip was put back in place. Within several weeks later, I got out of a chair and the hip dislocated again. I wash rushed to the hospital by ambulance; the hip was put back in place. I went to my surgeon and told him I was going for another opinion. He suggested an orthopaedic surgeon who specializes in such problems. I met with the new surgeon, he told me as did my first surgeon if the hip should dislocate again, they would have to remove my bhr hip. Several hrs later, I got up from my office chair and the hip dislocated again. The ambulance rushed me once more to the hospital. I was put in the hospital, the second surgeon opened me up to remove the hip. The surgeon told my wife later he had never seen such a mess, as most of the tissue and muscle that support the hip were gone, and the remaining tissue was soft, and insufficient to support a hip. I came home, within several weeks, fluid had built up inside of me by the hip area, awakening me with a pool of fluid in my bed. I returned to the surgeon, he put me back in the hospital, back to the operating room where he cleaned out the infected area. I returned home, several hrs after being home, I started running a fever, by 6pm of the same day, my fever was 105+. My wife came home from work and rushed me to the hospital, where I stayed for the next 9+ months. I was fighting for my life, for several months. Scans were taken along with MRI's, showing the infection was spreading into my pelvic area. I underwent over 12+ operations, parts of my femur were removed several times in order to stop the infection, if not the infection could have killed me. Another surgeon operated on me, he had to go through my abdomen to remove infected tissue from the pelvic area. The plan was my wound would heal from the inside out, however, this wasn't working and I was still very sick. Eventually, a plastic surgeon was brought in, he took healthy muscle from my upper thigh and created a flap over the hip wound. This finally started working and my hip wound slowly started healing. Finally, the doctors felt it was safe for me to go home. Here I am writing to you sitting in my wheelchair with no hip.